Event description:
Event description guidant received information from the patient with this implantable cardioverter defibrillator (ICD) stating that his chambers were set backwards, resulting in blood pooling in the heart and liver. The patient was hospitalized two times before the device was reprogrammed.